Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer architect serial number (B)(4) was inspected, various diagnostic checks of the system, including cleaning, and a part replacement were performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the site visit by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassays systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or product deficiency was identified. Patient identifier sids: (B)(6).

Event description:
The customer reported false reactive/falsely elevated architect cmv igm results on two patients. Results provided: (B)(6) 2022 sid (B)(6) = 1.43 / 0.62 s/co; (B)(6) 2022 sid (B)(6) = 0.86 / 0.31 / 0.32 s/co. No impact to patient management was reported.